Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient lost effective coverage due to the drg leads migration and confirmed via x-rays. It was also reported the patient lost weight, causing the ipg to be superficial. As such surgical intervention was undertaken on (B)(6) 2024, wherein the drg leads were replaced and ipg was placed deeper in the pocket to address the issue.